Event description:
Covid 19 naat-nuclear acid amplification testing: discordant results r/t patient comparisons and quality control during validation studies. Covid 19 naat-nuclear acid amplification testing: discordant results r/t patient comparisons and quality control during validation studies on (B)(6) 2020. If necessary, a (B)(6) file, with specific documented results for each date, is available from the individuals within the organization involved with the studies. FDA safety report ID# (B)(4).